Event description:
Customer claims that leak in rear left quad of cushion resulted in a pressure injury. User developed a pressure injury in (B)(6) 2022.

Manufacturer narrative:
The customer stated he has a pressure injury due to cushion going flat in rear left quad area, but roho, inc. Has not seen medical records to confirm this. The cushion was returned and the evaluation report is attached. No problem found during evaluation the cushion. Issue determined to be incompatibility with user's anatomy and isoflo valve on cushion. If roho, inc. Becomes aware of additional, relevant information, a follow up report will be submitted.